Manufacturer narrative:
Additional narrative: patient ID/initials, age/date of birth, and weight are unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: august 13, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a tibia osteotomy on (B)(6) 2016 for removal of existing synthes hardware for an adjustment and re-cut of osteotomy that was requested by the patient. Reportedly, the patient did not have any complaints of pain/discomfort prior to the hardware removal. The patient was originally implanted on an unknown date with one (1) tomofix plate, six (6) 5.0mm locking screws and two (2) 4.5 cortical screws. During the revision all synthes hardware was removed and the new synthes hardware implanted included: one (1) 4.5 locking compression plate proximal tibia - left 10 hole plate, five (5) locking screws, two (2) 6.5mm cancellous screws, and three (3) 4.5 cortical screws. During the hardware removal one locking screw was cold welded to the tomofix plate and the surgeon tried using a 5.0 conical extraction screw to remove the screw, but it broke mid shaft. The surgeon tried using a quick coupling t-chuck but the metal shaft broke at the intersection of the t. Fragments were easily retrieved after each instrument broke. A routine x-ray was taken during the surgery. No additional intervention was necessary. The surgeon then used a universal chuck with t-handle and it subsequently bent while removing the screw. There was a five (5) minute delay. No harm was reported to the patient. The procedure was successfully completed. Concomitant device reported: tomofix plate (part/lot unknown, quantity 1). This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was performed. One t-handle with quick coupling (part number: 311.44, lot number: 5841762, mfg. Date: 13aug2008) was received at customer quality. The part was received with the following complaint description: ¿during the hardware removal one locking screw was cold welded to the tomofix plate and the surgeon tried using a 5.0 conical extraction screw to remove the screw but, it broke mid shaft. The surgeon tried using a quick coupling t-chuck but the metal shaft broke at the intersection of the t. Fragments were easily retrieved after each instrument broke. A routine x-ray was taken during the surgery. No additional intervention was necessary. The surgeon then used a universal chuck with t-handle and it subsequently bent while removing the screw. There was a 5 minute delay. No harm was reported to the patient. The procedure was successfully completed¿. The t-handle assembly (part number 311.44(0)) is intended for use across various systems for screw insertion and removal. The returned instrument was examined and the complaint condition was able to be confirmed as the t-handle was received broken at the handle and dowel pin assembly. Replication of the complaint condition is not applicable as the instrument as it¿s already broken. A visual inspection, complaint history review, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. It is likely caused during a procedure where a surgeon was trying to remove an implanted screw and it had become hardened making it difficult to remove without some sort of force which lead to the bending of the universal chuck and the breaking of both the t-handle and conical extraction screw in attempt to remove it. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.